Event description:
It was reported that two screws detached from the 2 level plate and backed out. As a result, the patient experienced difficulty swallowing. A revision surgery was done on approximately 8 months post op to remove the plate and screws.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation showed that the plate and screws appear to be within specification. Both locking rings on the outer apertures have a broken segment towards inside of the plate. Abrasions on plate and screws indicate possible collapse of interbody strut. However without x-rays, finding are inconclusive. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.